Manufacturer narrative:
Device information added to sections d4 and h4.

Manufacturer narrative:
The gore® viatorr® tips endoprosthesis with controlled expansion instructions for use note that the graft-lined portion of the gore® viatorr® tips endoprosthesis should completely cover the intrahepatic tract to the ostium of the hepatic vein at the inferior vena cava. The instructions for use state the following regarding thrombosis: "thrombus formation in the tips usually occurs early and may be caused by hypercoaguable syndromes, inadequate coverage of the tips tract, leakage of bile into the tract, or technical complications during the procedure." Additionally, the instructions for use note that adverse events that may occur and / or require intervention due to the tips procedure or underlying liver disease include, but are not limited to the following adverse events: shunt stenosis or occlusion. Hepatic or portal vein occlusion or stenosis.

Event description:
It was reported the physician implanted a gore® viatorr® tips endoprosthesis with controlled expansion for a transjugular intrahepatic portosystemic shunt procedure on (B)(6) 2021. On (B)(6) 2021, it was noted that the stent and portal vein thrombosed. A revision to extend the stent 1cm to the inferior vena cava with a gore® viatorr® tips endoprosthesis with controlled expansion was performed (B)(6) 2021.